Event description:
It was reported to philips that device doesn¿t pick the ECG.there¿s no patient involvement. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 indicating that device didn't pick up ECG signal. Device was in clinical use at time of event however no patient harm reported. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Fse found device was not showing ECG waves from lead I and ii, showing ra lead off.